Event description:
It was reported that the sys 9800 had an error during focal alignment. Images were distorted. There was no pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Found bad interconnect cable high voltage tank and snubber circuit board. Calibrated filament and other sys functions. The sys was tested and found to be working as intended and placed back into svc.